Manufacturer narrative:
(B)(4). Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify off no power alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 142 mg/dl. The customer states that the pump shut off because of crack at battery compartment. The insulin pump will be returned for analysis.